Event description:
Report rec'd stating that during the middle of craniotomy, while turning the flap, the attachment foot and burr broke off. The broken foot and burr were retrieved from the pt. There was no pt impact reported. On f/u it was noted that all broken pieces were readily retrieved and it was confirmed that there was no pt impact.

Manufacturer narrative:
Report confirmed. The devices are not being returned by the user facility. A visual examination was performed at the account and it was noted that both the tool and the attachment were broken. It was confirmed that there was no pt impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."